Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned guidewire had the body kinked approximately at 102 cm and 131 cm from the proximal end. The distal tip of the guidewire was stretched. The core wire was found broken approximately at 329 cm from the proximal end; another section was attached to the distal solder ball and it measured approximately 1 cm. No more damages were found in the device. Microscope inspection was performed and more detailed pictures of the affected area were captured. Dimensional inspection of the outer diameter (od) of middle of the device and od of the proximal section of the device were performed and were within specification. Dimensional inspection of the overall length and od of the distal tip could not be performed due to device condition.

Event description:
Reportable based on device analysis completed on 18mar2020. It was reported that the rotawire could not cross the burr catheter. The 90% stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery. A 330cm rotawire was selected for use. During procedure, it was noted that device could not cross the burr catheter. The procedure was completed with another of the same device. No complications reported and patient is stable. However,device investigation revealed that core wire broken at 329 cm from the proximal end. It was further reported that the device may be cut by the physician after removal.